Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) exhibited premature battery depletion. It was noted that no audible alarm ac companied the low battery. It was further reported that the displayed a flashing battery light, despite the battery compartment being closed. The battery compartment was opened and closed, and the light was no longer illuminated. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the complaint was unconfirmed. The low battery light functioned properly during testing, and the device model does not have an audible battery alarm feature. The main printed circuit board (pcb) was replaced, as a preventative measure. No other issues were identified during analysis. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.